Event description:
Dental amalgam - mercury poisoning - narcolepsy. Excessive daytime sleepiness about 8 mos +/- after having amalgams put in. I could not stay awake, it affected my grades and in college I had to change my degree due to the fact that I could not make the grades due to my excessive daytime sleepiness. For four years I had to live in a intermittent state of sleep, poor quality of life. I was not diagnosed until 2002 with narcolepsy. From that time on I was on provigil, two pills a day until 2007, this improved my quality of life quite a bit, but was not like it was before my fillings. I researched and found that the symptoms of narcolepsy are very similar/the same as that of mercury poisoning. I decided to go into depth to remove the mercury fillings in hopes of curing my narcolepsy, but I wasn't sure it would work. In 2007, I had one of the dental amalgams removed and in the same month,I had the other dental amalgam removed. I have not taken a single provigil since 2007. I have been awake and alert all day without a problem, and I am considering going back to college now that I can think clearly and stay awake! Having the amalgams removed has restored my quality of life. Add'l device explant date: 2008.